Event description:
A consumer (in her 60s) called after being extremely concerned over her medication list and feeling very overwhelmed with all of the apps each doctor/office uses. In short, she has 9 apps on her phone. She recently received a medication list with about "38" incorrect medications. She hasn't been able to correct all of the information on the different apps. She is concerned about an emergency situation, especially since she does not have children or someone to make sure a hospital doesn't get the wrong information. She wants to know where the apps are getting her medication list. None of her doctors (or the office managers) tell her other then it is "being fed from an e-scribe service". When and how was error discovered; in (B)(6) 2024 she was referred to a gastroenterologist for a procedure. The gastroenterologist office sent her a link for patient portal for office. She said she filled out what she needed to, and they did not ask her about her medications list. However, she did write in her two medications and supplements she takes. Several weeks later (after the procedure) she requested a copy of the office notes. When she received the notes, she noted major discrepancies in the transcribed notes from the provider. There were up to 38 medications on the list which she had never taken. She reached out to the office manager who was supposed to get this fixed. Two weeks ago, the office manager sent her a new copy of the office notes. The medications were removed from the list but now the new dictation transcription was incorrect. She said they removed pertinent details and added that she was diabetic and uses insulin. She sent back this document to the office manager explaining that the corrected copy is worse and would like it fixed because this is how misdiagnosis happens. (B)(4).